Manufacturer narrative:
(B)(4). Batch # u5cu0p. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damaged. The breakaway washer was present, uncut and the device was fully loaded with staples, indicating that the device had not being fired. Further analysis shows that the anvil was received with the locking spring of anvil damage. In addition, scratched were noted on this area. No functional test was performed due to the condition of anvil. Do not clamp across or grip on the locking springs when attempting to reattach the anvil. To avoid inclusion of tissue within the anvil shaft, do not use it for piercing. Instead, insert the ancillary trocar (included with stapler) into the anvil shaft as described in the section on ¿use of ancillary trocar.¿ please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested, but not available: could you please provide more details for "device did not work"? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? Was the safety reset prior to removal? What was the users experience with the device? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the device did not work. The procedure continued with a different instrument of the same type from another distributor / manufacturer. 20 min delay. Procedure: left laparoscopic hemicolectomy.